Event description:
It was reported that during an esophagectomy procedure, the tissue pad split on the shear after 10 minutes. Another device was used to complete the procedure. There were no problems with the pt. There were no adverse consequences for the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.